Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device lot number became evident as 268096. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device (1)evaluation completed on november 22, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.5 cm it should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device(2) evaluation completed on november 22, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant was found to have a tear on the anterior view, measuring approximately 3.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note; two devices with the same lot number received and both evaluated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with mentor smooth round moderate profile, 350cc saline implant experienced right sided deflated post procedure. As a result, patient underwent bilateral replacements as follow: l/cat#: 3502350, sn#: (B)(4), r/ cat#: 3502350, sn#: (B)(4) on (B)(6) 2021.